Manufacturer narrative:
The label clearly states, the sterilization / expiration date. The instructions for use state the implant must not be used after the printed expiration date. The clinician should not have placed the expired implant.

Event description:
(B)(4) was requested by customer on (B)(4) 2011, to invoice implant article (B)(4), lot 1004 from the customer's consignment stock. It was determined at this time that the expiry date, 20080430, had been exceeded. The actual date of use is not reported, however, the (B)(4) presume the implant to have been used recently and therefore, after the expiry date printed on the implant package label had been exceeded. It is reported that the patient is well and there were no complications with the surgery.